Event description:
It was reported that a patient with a 21mm 11500a pericardial aortic valve has undergone an avr and aortic root repair/aortoplasty after an implant duration of one (1) year, seven (7) months due to early structural deterioration, high gradient across the valve, and severe aortic stenosis secondary to endocarditis. The explanted valve was replaced with a non-edwards mechanical valve. Per the medical records: the surgeon noted the patient had a small caliber aorta, aortic root, and annulus from the initial surgery. The 11500a was removed with obvious severe degeneration. There was dense scarring and friability of the aortic root and annulus. The left coronary ostia had separated off the annulus. There was a large separation between the mitral anterior annulus and the aortic annulus. Aortic root enlargement (manouguian with pericardial patch) was performed and the valve was replaced with a 19mm non-edwards mechanical valve. The patient was transported to the ICU in stable condition, and discharged home on pod #10.

Manufacturer narrative:
Updated: b4, b5, f10 h10: additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated: b4, g4, h3, h6. H3: evaluation summary: customer reports of structural deterioration and stenosis were confirmed through observed calcification and host tissue overgrowth. Report of high gradient could not be confirmed due to valve condition as received. As received, leaflet 2 had a cut out section approximately 4mm x 11mm in size and the cuts had a smooth and straight edge. Cut out leaflet fragment was not returned. The x-ray demonstrated the wireform remained intact while the vfit cocr alloy band was expanded and separated around leaflet 3. X-ray also demonstrated minimal calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­10mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. Sewing ring was completely cut off and exposed the wireform around the valve on the inflow aspect. Wireform was also exposed on commissures 1 and 2 and around leaflet 2 on the outflow aspect. Mechanical damage marks were observed on the surfaces of all three leaflets on the outflow aspect and appeared serrated. Cut off sewing ring fragment was returned with multiple cor-knots and suture pledgets remained attached to it.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 21mm 11500a pericardial aortic valve has undergone an avr and aortic root repair/aortoplasty after an implant duration of one (1) year, seven (7) months due to structural deterioration, high gradient across the valve, and severe aortic stenosis. The explanted valve was replaced with a non-edwards mechanical valve. Per the medical records: the surgeon noted the patient had a small caliber aorta, aortic root, and annulus from the initial surgery. The 11500a was removed with obvious severe degeneration. There was dense scarring and friability of the aortic root and annulus. The left coronary ostia had separated off the annulus. There was a large separation between the mitral anterior annulus and the aortic annulus. Aortic root enlargement (manouguian with pericardial patch) was performed and the valve was replaced with a 19mm non-edwards mechanical valve. The patient was transported to the ICU in stable condition, and discharged home on pod #10. Per follow-up, pathology report showed prosthetic valve with acute inflammation, calcification, and granulation tissue suggestive of endocarditis. At one-month cardiology follow-up telehealth visit, the patient reports doing exceedingly well with no evidence of infection/endocarditis.

Manufacturer narrative:
Updated: b4, b5, b7, g4, h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject has not been returned for evaluation. Despite multiple attempts for the product the device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
It was reported that a patient with a 21mm 11500a pericardial aortic valve has undergone an avr and aortic root repair/aortoplasty after an implant duration of one (1) year, seven (7) months due to early structural deterioration, high gradient across the valve, and severe aortic stenosis. The explanted valve was replaced with a non-edwards mechanical valve. Per the medical records: the surgeon noted the patient had a small caliber aorta, aortic root, and annulus from the initial surgery. The 11500a was removed with obvious severe degeneration. There was dense scarring and friability of the aortic root and annulus. The left coronary ostia had separated off the annulus. There was a large separation between the mitral anterior annulus and the aortic annulus. Aortic root enlargement (manouguian with pericardial patch) was performed and the valve was replaced with a 19mm non-edwards mechanical valve. The patient was transported to the ICU in stable condition, and discharged home on pod #10.